Event description:
Procedure type: low anterior resection with end to end anastomosis. According to the reporter: after firing, the device could not be removed. The donut tissue remained in the bowel. Blood flow on anastomosis was poor, therefore, the doctor resected the anastomosis and applied another device to complete the procedure. No bleeding occurred as a result.